Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases, battery release, lead flex cover, lcd display, battery flex, and heart lead flex were contaminated, and one side bail was missing. Two side bail covers, the ring cover, and the battery drawer were broken, and the ring was bent.

Event description:
It was reported that the unit does not turn on. There was no patient involvement. The condition was found during normal preventative maintenance. The device subsequently tested out of specification during manufacturer's analysis.